Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2013-04060, reference MFR report: 1627487-2013-04061, reference MFR report: 1627487-2013-04062, reference MFR report: 1627487-2013-04063. It was reported the pt had unwanted stimulation on his head, and in his leg. Reprogramming was unable to resolve the stimulation issue. In addition, the pt reported a burning sensation at the extension site. Further investigation found the pt was experiencing heating at the ipg site while charging. The sjm representative met with the pt and provided charging recommendations, which was reported to resolve the heating issue. The pt also reported intermittent shocking sensations at the extension site. X-rays did not reveal obvious anomalies. It was reported the shocking sensations were present whether the stimulation was turned on or off. The pt reported the issue made his legs feel as if they go out from underneath him. During follow up it was reported the pt only had warming at the ipg pocket, not heating. It was reported reprogramming would be attempted at a future date.